Manufacturer narrative:
This serves as a correction report. Section d incorrectly identified the meter as a freestyle freedom lite meter in the initial MDR 30 day report.

Manufacturer narrative:
The device manufacturer date for the reported meter is unknown. Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.